Event description:
Per the clinic, the patient experienced an extrusion of the implant. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on october 15, 2024 was filed inadvertently. No extrusion or serious injury has occurred.